Event description:
It was reported that: the physician deployed 18f manta per IFU without issues. When post angio was taken a blush was noticed. He held pressure for 5min and took a second angio and noticed the blush was still present. The physician proceeded with a balloon, two inflations for 1 minute each. Additional information on the 13jan2023, during a tavr procedure on the (B)(6) 2023, single access was gained, utilizing micro puncture and ultrasound, in the lower right common femoral artery. Vessel size was 8mm with no reported calcification or tortuosity. Manta depth was measured at 3.5cm and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 123/52mmhg and act was 385 prior to closure. Heparin and protamine were administered intravenously prior to closure and time to hemostasis was immediate. Several days later the physician spoke to the sales rep and confirmed that there was a pseudoaneurysm. The patient was given a thrombin injection 24 hours after the tavr procedure. The physician stated that the patient had some issues with her blood vessels because they also developed a pseudoaneurysm on the non-manta side that also needed a thrombin injection. The patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were obtained and evaluated that there was a low positioned access proximal to the bifurcation, and post deployment blush addressed with balloon inflation. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micropuncture was utilized to gain a lower positioned access. The arteriotomy was 8.0 mm, no calcification or tortuosity, with a depth measurement of 3.5mm. No issues were encountered advancing or withdrawing the procedural sheaths. Prior to closure, activated clotting time was 385, heparin and protamine were administered. The manta device was deployed without issue, and hemostasis was immediate, however, a post-angiogram revealed blush. The physician applied manual pressure for five minutes, performed a second angiogram, indicating the blush was still present. Balloon inflation was applied twice for one minute. The physician confirmed there was a pseudo-aneurysm on the manta side, and a thrombin injection was administered twenty-four hours post procedure. Additionally, a pseudo-aneurysm developed on the non-manta side also requiring a thrombin injection. The physician stated the patient had some issues with their blood vessels since the patient also developed a pseudo-aneurysm on the non-manta side. There is believed to be no device failure. The device was successfully implanted. A determination for the root cause of the pseudo-aneurysms requiring treatment remains inconclusive due to no further details were obtained regarding the pseudo-aneurysms, initial and deployment procedures, or patient conditions and environment. A pseudo-aneurysm can go undetected and not cause any complication and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. The IFU warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, possibly requiring endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but is not limited to late arterial bleeding. As precaution if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedural requirements state arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: the physician deployed 18f manta per IFU without issues. When post angio was taken a blush was noticed. He held pressure for 5min and took a second angio and noticed the blush was still present. The physician proceeded with a balloon, two inflations for 1 minute each. Additional information on the 13jan2023, during a tavr procedure on the (B)(6) 2023, single access was gained, utilizing micro puncture and ultrasound, in the lower right common femoral artery. Vessel size was 8mm with no reported calcification or tortuosity. Manta depth was measured at 3.5cm and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 123/52mmhg and act was 385 prior to closure. Heparin and protamine were administered intravenously prior to closure and time to hemostasis was immediate. Several days later the physician spoke to the sales rep and confirmed that there was a pseudoaneurysm. The patient was given a thrombin injection 24 hours after the tavr procedure. The physician stated that the patient had some issues with her blood vessels because they also developed a pseudoaneurysm on the non-manta side that also needed a thrombin injection. The patient was reported as fine post procedure.